Event description:
A distributor in (B)(6) reported that the heater wire pin of an rt105 adult inspiratory-heated breathing circuit was bent and could not be connected to a heater wire adaptor. This was noticed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt105 adult inspiratory-heated breathing circuit is not sold in the USA but is similar to a product sold in the USA with a 510(k) of k983112. The complaint rt105 adult breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). The rt105 adult inspiratory-heated breathing circuit is not sold in the USA but is similar to a product sold in the USA with a 510(k) of k983112. Method: the inspiratory limb of the complaint rt105 adult inspiratory-heated breathing circuit was returned to fisher & paykel healthcare (fph) in (B)(4) for inspection. A bent pin test was performed on the returned inspiratory limb to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could be fully connected to the heater wire socket of the inspiratory limb. Conclusion: no fault was found to the heater wire of the returned inspiratory tube. It passed the bent pin test. All breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user.

Event description:
A distributor in (B)(4) reported that the heater wire pin of an rt105 adult inspiratory-heated breathing circuit was bent and could not be connected to a heater wire adaptor. This was noticed prior to patient use. No patient consequence was reported.